Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was found cracked upon waking. The device was not functional, and it was communicated that the device would no longer be watertight and required replacement; blood glucose levels were reportedly unaffected, and the patient was advised to use their cgm separately and to back up therapy if desired. Symptoms included no adverse clinical effects. Outcomes included device replacement and instructions for return, data sync if possible, device shutdown prior to return, and going through start-up on the replacement with registration. Investigation included customer service troubleshooting and education. Investigation of the returned device revealed physical damage to the screen assembly consistent with screen and bezel separation, leading to loss of function and loss of ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.